Manufacturer narrative:
H6: medical device problem code corrected manufacturer's investigation conclusion: incidental findings: damage: missing fuses within the centrimag. The reported event of an issue with flow was confirmed via log file analysis. A log file was extracted from the returned centrimag console (B)(6). The log file contained relevant data spanning 3 days (B)(6) 2024). Flow signal interrupted alarms and flow below minimum alarms were intermittently active on (B)(6) 2024 between 12:12:36 ¿ 12:31:18. The patient¿s flow values were displayed as either 0 liters per minute (lpm) or in retrograde flow (displayed as a negative number). These alarms were muted and cleared multiple times. The flow values did not resolve before the system was shut down on (B)(6) 2024 at 12:32:05. Motor operation was not affected during the event. The centrimag 2nd generation primary console (serial number (B)(6) was evaluated at the service depot. The console was connected to a test loop and run for several days. During the observation period, no issues with the display screen, loss of flow, or alarms were observed, and the console was able to operate as intended. The console was opened and inspected internally, and all components and cabling were found in good condition. The console was functionally tested, passed all testing, and was returned to the customer site ready for use. Information provided by the account stated the cables were checked, reconnected, and the system was changed to the backup console; however, the issue did not resolve. It was stated that the flow did not show properly and displayed as vv.vv lpm. The 2nd generation centrimag system operating manual states the flow probes can detect retrograde flow. Retrograde flow greater than 2.0 lpm is displayed as downward arrows ¿vv.vv lpm¿. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 9 ¿ ¿maintenance¿ instructs the user on how to replace the fuses, maintain the console, and visually inspect the equipment for damage. The 2nd generation centrimag system operating manual section 5 ¿ ¿description¿ states the flow probes can detect retrograde flow. Retrograde flow of up to 2.0 lpm is displayed as a negative number such as ¿-0.65 lpm¿. Retrograde flow greater than 2.0 lpm is displayed as downward arrows ¿vv. Vv lpm¿. A disconnected or malfunctioning probe will display dashes. If the probe detects forward flow of more than 10 lpm then it will display as lpm¿. The 2nd generation centrimag system operating manual ¿table 15: console maintenance schedule¿ instructs users to have the centrimag console¿s internal battery replaced every two years. Users are instructed to contact abbott for assistance in replacing the battery, as users may not replace the internal battery without proper training or assistance. The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ 2nd generation centrimag primary console alarms and alerts" cover all alarms (auditory and visual), including flow-related alerts, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the rotation per minute (rpm) was showing but the flows did not show properly, it only displayed "vv.vv". It appeared that pixels were missing. The cables were checked, plugged and re-plugged with no success. The console was changed to the backup. An attempt was also made to re-plug the screen and it went black and kept trying to reboot. A direct swap was then performed.